Manufacturer narrative:
Conclusion: no faults detectable. Addendum for f/u info received on 31-mar-09: our affiliate reported that no further info is expected. Addendum 15-jun-09: after internal review of this case it was identified that the first contact date was reported as (B)(6) 2008, when it should have been reported as (B)(6) 2008. The first contact date has now been amended to reflect this correction.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involved a female who received taking poly-l-lactic (sculptra) on unspecified date (dosage, therapy dates nos). Relevant medical history and concomitant medications was not reported. The pt received two treatments with poly-l-lactic acid and developed large lumps in her face on an unspecified date. No corrective treatment was provided. Event outcome is unk. Reporter's causality: not specified. (B)(4). Add'l info received on 04-oct-08: (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info received on 06-oct-08 and 08-oct-08: the pt received two treatments of poly-l-lactic acid over the last nine months. On an unk date, the pt developed lumps. The pt returned on two occasions to see the doctor concerning the lump. The first time she was injected with cortisone which did divide the lump but did not disperse it and on the second it was suggested that she had a third treatment as the first two had really made no difference to her face. The physician wrote to the pt that further treatment would be required as although there have been some increased collagen production this had not produced any significant improvement. Add'l info received on 15-oct-08: the doctor reports the pt is a (B)(6) female. Relevant medical history includes hypercholesterolemia. Concomitant medications includes simvastatin. The pt had no experienced similar events after treatment with newfill/sculptra. It was unk if the pt experienced similar events with any other product. No histology or laboratory tests were performed. On (B)(6) 2008 the pt received treatments with poly-l-lactic acid reconstituted with 5 ml sterile water and 2 ml 1% lidocaine with 2 vials in total injected into her right and left cheeks. On (B)(6) 2008, the pt developed a subcutaneous papule on her right cheek. On (B)(6) 2008, the pt received intralesional injection with depo-medrone as corrective treatment. Event is ongoing. The doctor stated that if the incident were to occur again, it would not lead to death or serious injury/deterioration in health. No further info is expected. Reporter's causality: probable. Clarification received from the affiliate that this case (B)(4) is a duplicate of case (B)(4). Case (B)(4) will be deleted from the sanofi-aventis database. The duplicate case (B)(4) contained the following info: pt (received taking poly-l-lactic acid (sculptra), batch 1a7016, expiration apr-09, on unspecified date (dosage, therapy dates nos). The vials were reconstituted with 5 ml of water for injection, one week prior to treatment. 2 ml of lidocaine was added to each vial immediately preceding the treatment. The contents were well mixed prior to injection. The treatment area was extensively massaged after treatment and the pt was instructed to massage the area for five days after treatment. On an unk date the pt developed the formation of a nodule. (B)(4) results received for batch 1a7016 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the dhrs (device history records) and of the analytical results of the involved batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.